Event description:
(B)(4) received notification of an incident involving a commode chair that (B)(4) imports and distributes. The enduser was attempting to remove the commode bucket and allegedly, the toilet seat became unhinged causing her to fall. She was allegedly taken to the emergency room at (B)(6) hospital and had x-rays taken. She suffered a hairline fracture in her right elbow. The enduser requested a replacement commode chair.